Event description:
I dropped a hair band, bent over to pick it up with my left hand, as I reach to pick it up, I heard a pop and I felt a tear. I see a rupture in left breast and suffer from daily pain inside chest. Hypothyroidism, memory issues, brain fog, girls issues, sleep issues, fatigue, cd, significant weight gain, muscle and joint pain and stiffness, anxiety, hair loss, heart issues. FDA safety report ID# (B)(4).